Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 14 mmol/l. Troubleshooting for the alarm was performed. It was reported that the insulin pump received the replace battery now alarm without a low battery warning multiple times. It was reported that they replaced the battery on the device multiple times and the issue remained unresolved. The insulin pump will not be returned for analysis.